Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (second): ifuse-3d implant, p/n 7050m-90, lot# 2636671, mfd. 04/06/18, exp. 2023-04-06, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7045m-90, lot# 2637961, mfd. 05/15/18, exp. 2023-05-15, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had a revision in (B)(6) 2018 for nerve impingement where the superior implant was removed. The patient later reported continuing pain and requested that all the si joint implants be removed. The surgeon did not indicate that the implants were loose or malpositioned. In (B)(6) 2019, the surgeon removed the remaining two implants using chisels as they were solidly fixed in bone. The patient is doing well following the revision procedure.